Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, minor scratched and worn display window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is scratched and has issues reading the screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump display screen is hard to see and the customer has difficulty reading the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.